Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned fiber did not identify signs of tip break/fractures. The glass cap bevel edge and metal cap are not aligned. The glass cap cannot rotate within metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of device was assigned to the overall device findings. Since no physical breaks were identify during analysis of the returned device, the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber broke after 334,470 joules of use and 42 minutes. The fiber tip was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome information was not provided.

Event description:
It was reported that during photo selective vaporization of the prostate (pvp) procedure, the fiber broke after 334,470 joules of use and 42 minutes. The fiber tip was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome information was not provided.